Manufacturer narrative:
Additional information regarding this event has been requested. This report will be updated upon its receipt.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms. An x-ray was performed to assess the patient's system and it was noted that the lead appeared to not be fully inserted into the connector block of the device. Threshold and sensing measurements were noted to be appropriate. The physician plans to schedule the patient for a pulse generator change at an undetermined point. No adverse patient effects were reported. This product remains in service.